Event description:
It was reported that 2 bd discardit ii 5ml with 24x1 leaked. The following information was provided by the initial reporter: "while withdrawing blood the blood is leaking from the tip of the syringe and needle and from the barrel.".

Manufacturer narrative:
Investigation summary: the photos were received by bd for evaluation. A quality engineer was able to review the photos of a blister pack for a discardit 5ml from lot # 1186537 regarding item # 300847 with the reported issue that ¿while withdrawing blood the blood is leaking from the tip of the syringe and needle and from the barrel¿. The DHR of material number 300847 and lot number 1186537 was checked and no quality notifications were recorded on this lot. No samples and three photographs were received from the customer and were used for investigation of the reported defects. The investigation team also used retention samples of material code 300847 and lot number 1186537 for investigating the reported defect of leakage. None of the ten retention samples showed any leakage in them. The photographs sent by customer did not help in investigation of reported defect of leakage from the 5ml discardit. The defect cannot be confirmed. H3 other text : see h10.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd discardit ii 5ml with 24x1 leaked. The following information was provided by the initial reporter: "while withdrawing blood the blood is leaking from the tip of the syringe and needle and from the barrel."